Manufacturer narrative:
No patients could be treated incorrectly based on the software. Manufacturer investigated it was an user error not preventable in software. Manufacturer and importer performed the health hazard evaluation.

Event description:
Topcon healthcare solutions USA (distributor) reported an issue where customers have reported that records of more than one patient are stored together under the same patient ID.